Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately at the initiation of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the facility¿s clinic manager (cm). The cm stated the blood leak was internal, and visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. The cm was unsure if blood test strips were used to verify the presence of blood in the dialysate. There was no obvious damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were returned attached to the dialyzer. Blood was present throughout the fibers and in both ends of the header caps. The returned sample was subjected to a laboratory bubble point test. There were no leaks detected, possibly due to the coagulated blood. The dialyzer was disassembled for further evaluation and a potted fiber fragment was identified on the cavity ID end of the device. The fiber fragment was located at approximately 180 degrees, with the dialysate ports situated at 0 degrees. The fragment was immeasurable as it was nearly flush with the inferior side of the polyurethane (pu) surface. The opposing end of the fiber could not be isolated. Further visual examination of the fiber bundle did not identify other damage or irregularities. The inferior surfaces of both pu potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.